Manufacturer narrative:
Philips has investigated the reported problem. According to the additional information collected, the issue occurred at system start up in the morning. A philips field service engineer (fse) inspected the system on site and analyzed the log files, and confirmed a malfunction of the system's geometry pc. After replacing the geometry pc and performing the necessary calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry does not work after starting the system. No patient harm was reported.